Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.

Event description:
Pt was injected in the nlf's on (B)(6) 2010, a cystic nodule occurred at the time of the injection. The pt did not seek treatment at the time. The cyst continued to enlarge gradually. The pt went to the physician in (B)(6) and the physician aspirated the cyst. Pt is stable.